Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after resetting. Caller was instructed to contact support again if the malfunction returns, and they acknowledged and understood these instructions.